Manufacturer narrative:
Method: device not returned. Results: manufacturing records could not be conducted because no product was returned. Conclusion: information on the patient was not available, however the original surgery was in 2008, so the root cause is not determined and multi-factorial.

Event description:
It was reported that the surgeon was revising a previous l4-s1 fusion. The previous construct were xia 3 screws and the surgeon extended the construct up to l2. Upon attempting to adjust the heads of the l4 and l5 right sided screws, the tulips popped off and the shanks stayed in the pedicle. The shanks were not broken and we simply removed them and inserted new screws.

Event description:
It was reported that the surgeon was revising a previous l4-s1 fusion. The previous construct were xia 3 screws and the surgeon extended the construct up to l2. Upon attempting to adjust the heads of the l4 and l5 right sided screws, the tulips popped off and the shanks stayed in the pedicle. The shanks were not broken and we simply removed them and inserted new screws.